Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6), 2010. According to the complainant, during the procedure, the physician met resistance when trying to advance the stent delivery system over the guidewire. As a result, the physician removed the device from the scope. At this point, the complainant noted that the tip of the delivery system had broken off and fell into the patient's stomach. The tip was retrieved with a pair of grasping forceps. The physician was able to use another wallflex stent, along with the same guidewire, to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used during a stenting procedure within the esophagus on (B)(6) 2010. According to the complainant, during the procedure, the physician met resistance when trying to advance the stent delivery system over the guidewire. As a result, the physician removed the device from the scope. At this point, the complainant noted that the tip of the delivery system had broken off and fell into the patient's stomach. The tip was retrieved with a pair of grasping forceps. The physician was able to use another wallflex stent, along with the same guidewire, to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The returned device presented with the stent fully mounted and the tip of the delivery system detached and missing. An examination of the inner lumen found traces of glue, which indicates that the tip had been glued on during the manufacturing process. Aside from a minor kink along the outer sheath of the delivery system, no other anomalies were noted with the profile of the device. The condition of the returned device was consistent with the complaint event. The most probable root cause of the issue has been attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - tip of delivery system detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.